Manufacturer narrative:
(B)(4). A batch review was conducted for lot number h09h05037 and there were no exceptions noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 for this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of patient made mistake/touch contamination (coded as peritoneal dialysis complication) and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination, further described as the patient got disconnected and then connected back right away. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the bacterial peritonitis. The outcome of the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis with (B)(6) was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination. On (B)(6) 2011 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. She stated that the cause of the peritonitis was that the transfer set came loose and disconnected from the adapter. The patient received a new transfer set. The patient was treated with antibiotics and is recovering. No further information was given at this time.